Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the device not driving the disposable was a defective pneumatic switch. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the device would not drive the disposable. There was no patient involvement and no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.